Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: h4: updated manufacturing date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID also reported as (B)(6). Manufacturing location: (B)(4). Manufacturing date: december 13, 2019. Expiration date: november 30, 2028. Part: 04.034.452s, 10mm ti cann tibial nail - ex w/prox bend 360mm ¿ sterile. Lot: 28p8280 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to non-union¿ does not indicate breakage of the nail. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of titanium cannulated tibial nails- ex with proximal bend due to non-union on (B)(6) 2020. The patient had an original implant on (B)(6) 2020. The titanium cannulated tibial nails was removed. The surgery was successfully completed with no delay. There was no patient consequence. This report is for a 10mm titanium (ti) cannulated tibial nail. This is report 1 of 6 for (B)(4).